Event description:
Customer reported, popping noises coming from the tube and some images were mixed up. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and greased the high voltage connectors, and reloaded software. System operates as intended.